Manufacturer narrative:
H4: the lot was manufactured from august 17, 2020 - august 18, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed evidence of a ruptured bladder. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor lv (large volume) ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.